Event description:
Customer called to report that lines 29 and 30 on the unicel dxc 600 synchron system were disconnecting from the flow cell, and spraying a small amount of alkaline buffer. The customer technical specialist (cts) determined that the fluid that was leaking was carbon dioxide (co2) alkaline buffer. The cts then scheduled a service visit. The field service engineer (fse) inspected the instrument and flushed the instrument drain. The fse then removed the electrodes and replaced the co2 measure electrode due to "collapsing ports." The fse also replaced the inline filter, and checked the peripump flow, damper, and valve operation. The ion selective electrode (ise) was then primed 50 times to verify that the damper was not overflowing. Finally, the fse verified instrument performance to ensure that the troubleshooting effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument issue, and that patient samples and results were not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).